Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Concomitant: 5068-45 lead, implanted: (B)(6) 1999; 620bg25 heart band implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No patient comp lications have been reported as a result of this event.